Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that during a spinal fusion procedure an inaccuracy was observed when navigating lumbar fusion. Representative reported that the surgeon was accurate for 4 of 5 screws but observed inaccuracy on the 5th screw. The navigation was off by 15 millimeters. The surgeon did not have to re position the 5th screw. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.